Event description:
A report was received that a patient's trial leads were explanted due to an infection at the lead site. The patient's symptom was oozing at the lead site. The physician prescribed the patient oral antibiotics and felt that the infection was a mild form of an infection. The physician believes the infection was due to the patient prematurely removing the bandages as the area needed to be kept clean. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50e (B)(4) description: st linear trial lead, 50cm with pre-loaded 0.014 inches stylet (streamlined).

Manufacturer narrative:
The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient's trial leads were explanted due to an infection at the lead site. The patient's symptom was oozing at the lead site. The physician prescribed the patient oral antibiotics and felt that the infection was a mild form of an infection. The physician believes the infection was due to the patient prematurely removing the bandages as the area needed to be kept clean. The patient is reportedly doing well.